Event description:
It was reported that during a breast biopsy procedure on (B)(6) 2026, using an atec sapphire 100 system, the user reported "during clinical operations today the doctor notice that the samples size are smaller then usual." It was further reported that a patient "had to be clipped twice using a different needle for examination completion." Injury MDR is being submitted due to the additional surgical intervention. A hologic clinical account manager (cam) visited the customer site on (B)(6) 2026, and ran tests on the atec system in conjunction with a customer site technician. The cam found the atec system to be working as intended. The cam further reported that the user site technicians "usually don¿t perform the first step of the atec ¿set up¿ and I instructed them to do so going forward. I also think that making sure the radiologist continuously keeps their foot on the foot pedal to keep the vacuum¿s momentum building will help with the tissue core sizes as well."

Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the device at the time of this report. A follow-up report will follow with the information from the DHR.